Event description:
The customer reported that someone delivered the autopulse platform (sn 32073) and claimed that it had an unknown user advisory; however, it is currently operating without any issues. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(6) displayed an unknown user advisory was not confirmed during functional testing but was confirmed in the archive data. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. During a visual inspection, various physical damages were observed on the top cover, bottom enclosure with missing screws, and bent battery clip, unrelated to the reported complaint. The damaged parts need to be replaced to address the observed physical damages. The archive data review showed user advisory (ua) 18 (max take-up revolutions exceeded), (ua) 02 (compression tracking error), (ua) 12 (lifeband not present), and (ua) 41 (patient temperature sensor failure) error messages around the reported complaint date, thus confirming the reported complaint. The customer cleared the error messages, and they did not reappear during the functional testing. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer, and the storage condition of the platform is not known. Improper storage conditions of the autopulse system likely contributed to the occurrence of the (ua) 41 error message. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and could potentially cause the occurrence of the (ua) 41 error message. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions for this user advisory are to pull up completely on the lifeband, ensure that the patient and the band are correctly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. The autopulse platform passed the initial functional test without any fault or error. The user advisories noted in the archive were not reproduced during the functional testing. The platform was tested with the large resuscitation test fixture (lrtf) with good known test battery for 5 minutes without any fault or error. Waiting for customer approval for repair.